Manufacturer narrative:
Returned device was received with the enclosure was cracked at drain fitting causing leak, both covers were cracked, heater did not pass electrical testing, microswitch was broken and line cord was worn. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer was leaking from the bottom unknown location. No adverse patient effects were reported.